Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while the brocade was being performed to place acetabular screws, the drill bit was fractured inside the acetabulum; however, it was successfully removed with a gouge, leaving no fragments on the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information received, ¿while the brocade is being performed to place acetabular screws, the drill bit was fractured inside the acetabulum; however, it was successfully removed with a gouge, leaving no fragments on the patient.¿ the product was not returned to depuy synthes; however photos were provided for review. See attachment source file - novedad cardiovascular de soacha. The photographs attached were reviewed and revealed the quickset 3.8 dimtr dr bit 25mm had fractured. The pinnacle hip solutions surgical technique 142532-220805 emea) was reviewed, following statement was found: the drill bit is controlled by the drill guide as it passes through selected holes into the acetabulum. By seating the drill bit completely into the guide, holes corresponding to the effective length of the drill bit will be created. The observed condition of the device was consistent with a component failure that may have been caused with off axis insertion and levering using unintended forces, therefore causing stress, mechanical deformation and finally breakage; therefore, the potential cause is traced to unintended use error. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the quickset 3.8 dimtr dr bit 25mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> there is no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.